Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, when putting in lens it was stuck on the injector. Subsequently, the lens was replaced with unspecified lens. There was no patient impact. Additional information has been requested.